Event description:
During surgery: the hammer of the oxford system does not work anymore as the retaining spring has become detached from the instrument.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. During surgery: the hammer of the oxford system does not work anymore as the retaining spring is not attached to the instrument anymore. This event did occur during surgery. Visual inspection of the oxford femoral slap hammer (item 32-422365 lot. Zb170801) confirms that the tension spring (item 8 on drawing 32-422365) is missing from the cavity in the claws. There are signs of wear and tear visible on the device. With the exception of the spring, which is the reported event, the rest of the instrument assembly looks and functions as per the drawing and design specification. The most likely root cause of the reported event is general wear and tear. A review of the complaints database shows that we have received 22 reported events for issues relating to spring mechanism for the same item number 32-422365/32-420126 (same instrument ¿ different generations) prior to the reported event. Complaints continue to be monitored through trending and pms reviews. The severity associated with the above line is 1 this gives a severity score of (negligible) the harm severity score is within limits as per the risk file. Aug 2017 to aug 2020 (B)(6) items sold the given period. The occurrence rate is also within the limits of the risk file. The underlying causes of the problem is likely to be general wear and tear. The severity of the reported event and calculated occurrence for this complaint are in line with the risk file. The overall score is low risk. Corrective and preventive actions: ie-10329 was raised during previous investigations for similar reported events. The ie concluded that: the spring used in these slap hammer assemblies is required to provide a pre-load, in order that the instruments and trials are securely held when the slap hammer is used. It is therefore necessary to use a spring that is held in tension when the instrument jaws are closed. The working length of the spring, provided by the manufacturer, is for guidance only and does not imply a hard limit nor define that the spring cannot be safely used outside these parameters. Ie-05858 was previously opened to review spring failures relating to this instrument, and came to the conclusion that the occurrence rate and severity of harm was within the values specified by the relevant risk management documentation. Review of the occurrence and severity for the present ie shows that the occurrence and severity remain within the risk management levels. No information is presented in the current ie that would alter the conclusions of the previous ie. The manufacturer recommended working range for the spring does not define its limits. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Unique identifier (UDI) number: (B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During surgery: the hammer of the oxford system does not work anymore as the retaining spring has become detached from the instrument.